Event description:
The catheter was not functioning properly: there was too much movement while ablating. The catheter was not reading properly and so the physician requested a new one to be used. The new catheter was opened and used with no further issues. No harm was done to the patient.